Event description:
Information was received from patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was that the patient reported feeling an electric shock every time they applied ice to their back. The patient stated that they had been using ice on their back to help relieve the pain, and when the cold reached the ins site, they would feel an electric shock. The patient stated that it was very painful and would not stop until they warmed up. The patient also added that they experienced a mild electric shock when in certain positions. The patient mentioned that they will undergo a cryotherapy. The agent reviewed the information and redirected the patient to the hcp for further assistance.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.